Event description:
In the customer's words: "operative vaginal delivery via kiwi vacuum. Infant with subgaleal bleed".

Manufacturer narrative:
Note: several follow up attempts have been made with the hospital but clinical innovations has not been able to get in contact with the initial reporter. Product evaluation: the complaint is not confirmed. No product evaluation could be performed because the device was not returned and no photos were provided by the customer. Investigation description: a DHR review could not be performed because the lot number is unknown risk assessment: per fmea risk-0029 rev. 02, the complaint may be associated with the following potential failure mode: note: potential failure modes 1 - 6 share the same the same potential causes and are grouped together in the list below. Potential failure mode 7 is listed separately. Potential failure mode 1: user fails to follow recommendations of abandonment; 1) if no descent (progress) of the head occurs after 2 tractions. 2) if delivery is not achieved or imminent after 4 tractions, or 3) if the vacuum cup detaches ("pops-off") twice. Potential effects: excessive attempts lead to fetal or maternal injury. Potential failure mode 2: user fails to locate the flexion point and locates the device on a different area potential effects: using the device on a different location other than flexion point cause inappropriate use of the device. Potential failure mode 3: user locates the flexion point but fails to note distance where finger meets introitus (fails to calculate the distance). Potential effects: user inserts the device on a different location causing inappropriate use of device. Potential failure mode 4: user fails to push cup posteriorly along maternal midline over flexion point. Potential effects: user inserts the device on a different location causing inappropriate use of device . Potential failure mode 5: user fails to establish appropriate level (450 - 600 mmhg) of vacuum. Potential effects: the device disengages/pops off the fetal head. Potential failure mode 6: user creates vacuum but fails to exclude any maternal tissue. Potential cause: failure to exclude any maternal tissue causes cup detachment/pop-off. Harm 1: hematoma. Severity: 4. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Harm 2: abrasion. Severity: 2. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 3: fracture. Severity: 3. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 4: laceration. Severity: 3. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 5: death. Severity: potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Potential failure mode 7: user fails to initiate traction along axis of pelvis. Potential effects: excessive force is used. Harm 1: hematoma. Severity: 4 potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Harm 2: abrasion. Severity: 2. Potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable" . Harm 3: fracture. Severity: 3. Potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 4: laceration. Severity: 3. Potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 5: death. Severity: potential cause: user moves handle up and down while pulling; user moves handle side to side while pulling; not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Root cause analysis: a root cause cannot be determined because the device was not returned.